Event description:
Two or three days prior to 12/2000, the pt began feeling poorly, acting tired and wouldn't eat. Pt's blood glucose result on their one touch basic meter was 38 mg/dl and 36 mg/dl 3 days later. Because pt was feeling bad, they were transported to the hosp and admitted with a result of 900 mg/dl. Pt was given oxygen and IV for dehydration and treated with insulin. At the time of the call, pt remained hospitalized. The result of 36 mg/dl was performed on a test strip that was stored outside of the vial in the meter case.